Event description:
It was reported that this pacemaker exhibited oversensing noise on both the right atrial (ra) and right ventricular (rv) channels. Noise appeared external as it crosses both leads although not always sensed on the ventricular lead. Boston scientific technical services recommended further testing and leads assessment. At this time, this pacemaker, ra lead and rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.